Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had been alarming battery related alarms. Customer's blood glucose was unknown. Customer mentioned he had been experiencing high blood glucose around 300 mg/dl and low blood glucose. During troubleshooting, found unexpected restart alarm, battery out limit alarm, off no power alarm, signal too low alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.